Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The device emitted beeping tones associated to the code 1003. This device was explanted and is expected to be returned for analysis. No additional adverse patient effects were reported.